Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer during the loading process of the pump. There was no adverse impact on the customer's blood glucose level. With the help of technical support, the customer successfully loaded a new cartridge following the proper load technique and resumed insulin therapy.